Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device during walking through of their policy/standard work steps for initiating and maintaining a pca to check for updates and were attempting to elicit the pca pause protocol and despite a decrease in respiratory rate, all the way to zero the pca continuous infusion still continued. Saline was used since it was educational. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) # , medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer? , device manufacture date, imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue in which the pause protocol was not activated was not confirmed or duplicated during the investigation. The devices were fully investigated, and no issues or malfunctions were identified during the investigation. Module latch assembly of suspect pcu was found damaged. The j3 connector of the suspect etco2 was found disconnected from the board. No other issues or anomalies were observed on the returned devices during the inspection. The customer submitted a video demonstrating the issue, where an infusion was configured using the suspect pcu (s/n (B)(6), pca (s/n (B)(6)), and etco2 module (s/n (B)(6)). During the infusion, the user intentionally triggered an etco2 "no breath" alarm, and immediately afterward, pressed the pca dose cord. The pca successfully delivered the dose, and the video concludes at that point. Preventive maintenance tests were performed on the returned suspect devices to verify their functionality. All the tests were completed successfully without any issue. Pause protocol testing was performed in order to verify the functionality of the feature and was found that the feature was displayed successfully. Another three (3) instances of the test were performed, and in each instance, the pause protocol was activated successfully. IV set flush and leak testing were performed in the returned pca administration set. During the testing, no issues or anomalies were observed on the returned administration set. The date of event was reported as july 17, 2025, although no specific time was provided. Upon analyzing the event and error logs, it was determined that the suspect devices vrere not connected on that date. The first recorded instance of the suspect devices¿pcu s/n (B)(6), pca s/n (B)(6), and etco2 s/n (B)(6)¿being attached occurred on august 21, 2025, which matches the date the video was recorded. During this setup, a new patient profile labeled ¿adult¿ was selected, with the pca connected to channel a and the etco2 module to channel b. From 3:48 pm to 3:51 pm on august 21, 2025, pump module pca 8120 (s/n (B)(6)) on channel a was selected and the time and date were confirmed. A bd plastipak 50 ml syringe was selected, and a guardrails drugs infusion was programmed with the following parameters: drugid = 394 fentanyl (standard, 2500 mcg in 50 ml), pca dose + continuous infusion selected, dose = 100 mcg, lockout interval = 60 minutes, continuous dose = 250 mcg/h. Multiple guardrails limit advisories were displayed for dose, lockout interval, and continuous dose, all of which were confirmed. The infusion was started. Primary volume infused (pvi) = 0 ml. At 3:52 pm on august 21, 2025, pump module pca 8120 (s/n 16962473) on channel a displayed an etco2 no breath alarm. Primary volume infused (pvi) = 0.0721 ml. A dose was requested and delivered. The pump was actively infusing. Pvi increased to 2.0721 ml. From 3:52 pm to 3:53 pm, the pca channel was selected and then turned off. The system was powered off. Total volume infused (tvi) = 2.0721 ml. No other infusion was performed. Alaris system manual (v12.3.2) says the following: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system pca pause protocol is an optional and hospital-configurable feature intended to align with hospital/health system¿s current protocol for patient monitoring during pca therapy. When enabled, pca infusion pauses and alarms when defined monitoring value (respiratory rate low) for etco2 module are exceeded and sustained. The bd alaris¿ system is not intended to replace supervision by medical personnel. There was no patient involvement. Root cause: the root cause of the reported issue in which pause protocol was not activated was attributed to a user error. The pause protocol feature works when a respiratory rate (rr) lower was detected, pausing the infusion and displaying the protocol. Note that this report lists imdrf annex a13, c0201, d0302, g02013 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device during walking through of their policy/standard work steps for initiating and maintaining a pca to check for updates and were attempting to elicit the pca pause protocol and despite a decrease in respiratory rate, all the way to zero the pca continuous infusion still continued. Saline was used since it was educational. There was no patient involvement.